Manufacturer narrative:
Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio replaced the main keypad assembly as a precaution. The defibrillation therapy cable used with the customer's device was not available for testing. Physio advised the customer to replace their defibrillation therapy cable as a precaution. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver a shock during the morning check of their device. There was no patient use associated with the reported event.